Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, a one-time pump replacement was provided, and the customer reverted to an alternate method insulin therapy.